Event description:
A user facility reported that a patient experienced first-degree burns on the left upper and lower eyelids following a thermage flx eye treatment. The patient was given painkillers and administered superficial anesthetic prior to the treatment. Treatment was performed on the patient¿s eyelids. During the procedure after approximately 100 pulses were delivered, the patient began to report feeling a sharp stinging sensation which they had not felt in previous treatments. At 150 pulses the same stinging sensation was stronger. The provider stopped treatment and inspected the treatment tip but found no abnormalities. As the treatment continued the provider smelled a smoke odor and noticed the patient¿s skin was showing signs of redness and swelling. The treatment was stopped again, and the treatment tip was inspected where a black spot was observed on the tip membrane. At the time of this observation the patient¿s skin appeared significantly erythematous with swelling. The tip was then replaced and treatment continued with no further issues. After the treatment the patient was given exosomes for the burn and ice and hydrocolloid dressing was applied to the injury. The patient¿s current status is that they are still recovering but no permanent damage or scarring is expected. The patient did not undergo any other treatment in the symptom area on the procedure date or within 90 days prior. The patient has not had any previous aesthetic procedures in the same symptom area in the past. A solta medical reviewer examined several images of the patient injury. The first image taken on the procedure date showed mild, diffuse erythema involving the left upper and lower eyelids, with associated soft tissue edema. The skin surface appeared intact without vesiculation, blistering, or epidermal disruption. No evidence of hemorrhage, ulceration, or periocular asymmetry beyond mild swelling was found. The second image taken one day post-procedure showed persistent erythema and edema with no progression in severity. No new lesions, blister formation, or breakdown of the epidermis was observed. The findings remained consistent with a superficial thermal injury. The third image taken three days post-procedure showed interval improvement with reduction in erythema intensity and decreased periorbital edema. Skin integrity remained preserved. No signs of a secondary infection such as discharge, crusting, or increased inflammation were observed. The fourth image taken eight days post-procedure showed near-complete resolution of erythema and swelling. The skin appeared intact with normalizing tone. No residual pigmentation changes, fibrosis, or scarring were evident. Overall the solta medical clinical reviewer concluded the images demonstrated a clinical course consistent with a first-degree (superficial) burn of the left upper and lower eyelids, showing progressive and uncomplicated resolution without evidence of deeper tissue injury, infection, or long-term sequelae. The injury was assessed as not serious. Solta medical branded cryogen and 60ml bottle of coupling fluid was used with the highest level of treatment at 2.0. No system errors occurred during the procedure. This was the first time the treatment tip was used on a patient and it was inspected prior to use and every 50 pulses with no issues found up until 150 pulses were delivered. After the tip was replaced, the suspect tip was given to a distributor engineer who confirmed the black spot and smoke odor. The tip was then inspected by a solta service representative in taiwan ten days post-procedure who confirmed the black spot was dielectric breakdown of the tip membrane. The medical reviewer has deemed the patient injury as not serious. Observation of dielectric breakdown upon tip evaluation meets the definition of a reportable malfunction per solta procedure due to the propensity of tips with dielectric breakdown to cause or contribute to patient injury.

Manufacturer narrative:
Data logs and two treatment tips from the event were returned for evaluation. The data log showed no errors occurred during the procedure. The handpiece and system performed as expected. The first treatment tip used in the procedure was evaluated by a solta service representative. The tip passed leak and thermistor testing but failed visual inspection due to dielectric breakdown of the tip membrane. This confirmed the customer report of tip damage to the membrane. No functional testing could be performed as the tip was expired. Solta medical has confirmed this is the only occurrence of potential risk to patients associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage flx procedure. Breakdown of the membrane can cause the radio-frequency energy (rf), delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area which could cause burns to the patient during treatment. The second tip used in the procedure was evaluated and no issues were found. The tip passed thermistor and leak testing and visual inspection. No dents, scratches, blemishes, or dielectric breakdown was observed. No functional testing could be performed as the tip was expired. The first tip was then examined by a solta engineer who observed the tip failed hi-pot testing confirming dielectric membrane breakdown had occurred. He also found one of the corners of the flex didn¿t have corner glue up over the flex surface and there were several scratches near the dielectric breakdown area. According to the thermage flx user manual, burns, swelling, and redness are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, this event was most likely caused by damage to the tip. It is unknown how damage to the treatment tip occurred. All treatment tips are visually inspected during manufacturing. No corrective action is necessary at this time.